Event description:
It was reported that a malfunction occurred on the pump, but there was no notable event prior to this issue. The customer was uncertain if their blood glucose exceeded a specific level, so it was concluded that there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer understood and acknowledged.